Event description:
It was reported that the patient presented for device changeout due to normal eri. High capture threshold was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.